Manufacturer narrative:
(B)(4). Date of event was (B)(6) 2012. The exact date is unknown. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
Same case as #1527460-2013-00010 and #1527460-2013-00012. The complainant reported the balloon valve/band detached. The tube was replaced in (B)(6) 2012; however, the duration of placement was not available.